Event description:
It was reported that the md inserted the catheter and needle 7cm above the patient's popiteal crease. During removal, the tip of the stimulating catheter sheared off into the patient's subcutaneous tissue. Md decided to leave the tip in the patient. There have been no complications to date.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.